Manufacturer narrative:
(B)(4). No products will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, high pacing threshold measurements were obtained during the initial placement in the apex. The rv lead was repositioned in a more septal position and acceptable values were obtained. No other issues occurred during the procedure. No adverse patient effects were reported. The next day the patient developed tamponade. An echocardiogram was performed but there were no signs of a perforation; only a diffuse pericardial effusion was observed. The pericardium was drained, which initially appeared to help, but the patient deteriorated into cardiogenic shock and subsequently died the same day. The crt-d was interrogated prior to the patient's death and no changes in lead values were noted. There were no allegations against the functionality of the device or lead or that it caused or contributed to the patient's death. The patient had a history of apical myocardial infarction (mi) and the physician suspected that a rupture of the scar tissue from the mi may have been a probable cause of the tamponade.

Event description:
--